Manufacturer narrative:
Device analysis: the oad was received without the original cable assembly. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft revealed a saline sheath separation. The separation was located approx 67 cm proximal to the distal end of the sheath. Optical examination of the material surrounding the separation indicated localized heating, which caused the sheath material to melt and separate. Evidence to support a localized melting event includes a notable softening of the sheath material near the separation, a thinning of the sheath wall near the separation site and the absence of surface score marks that would have accompanied a puncture from a sharp object. Localized melting damage of this type has been created when the rotating oad driveshaft has heated up as a result of insufficient saline coolant flow. The oad was tested for fluid flow using an in-house controller and cable assembly. When the controller pump was activated, fluid was observed to be flowing through the handle assembly with no abnormalities observed. As the original cable assembly was not returned for analysis, it could not be determined whether or not it was damaged or contributed to the reported failure event. At the conclusion of the failure analysis investigation, the root cause of the saline sheath separation could not be conclusively determined. (B) (4)

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the outer sheath on the diamondback 360 orbital atherectomy system separated into two pieces. The lesion being treated was a heavily calcified, 14 cm long cto in the distal sfa after the adductor canal. The physician used a 0.014" guide wire through a crossing catheter to recanalize the occluded segment and confirmed intraluminal positioning. He sanded for 4 minutes, 08 seconds; then the device bogged down and stopped in the lesion. The physician backed it out of the lesion, and then resumed treatment. The device was again removed after the physician said it didn't feel right. It was noted that the outer sheath of the catheter was separated into two pieces. Another db-sc30-225 was used to complete the intervention sanding the stenosis from 100% down to 30%. The physician performed angioplasty with a 6mm balloon to 10 atms with 0% residual and brisk flow into the popliteal artery. A f/u angiogram showed that the lesion looked great, but there was timi 1 flow into the infrapopliteals. The physician performed aspiration thrombectomy and successfully restored timi 3 flow to the posterior tibial and peroneal arteries, but noted that flow remained sluggish in the anterior tibial artery. An integrilin infusion was initiated for this reason. The anterior tibial has a high takeoff in the area of the mid popliteal at the knee. The physician attempted to wire the popliteal, but this was unsuccessful as it appeared to take off at an area of calcification, creating a 50-60% stenosis in the popliteal. He then dilated the popliteal with a 5.0 balloon to 10 atms which decreased the stenosis down to 0% residual, but it remained difficult to engage the anterior tibial. Angiogram confirmed good flow in the proximal and mid anterior tibial to the distal 1/3 where it became sluggish, but did appear patent. After several unsuccessful attempts at wiring, the physician elected to discontinue further attempts at intervention in the anterior tibial. He then performed angiography and angioplasty in the left iliac followed by angiography of the distal right sfa which demonstrated stenosis just proximal to a previously placed (2008) stent. The stent demonstrated recoil and add'l atherosclerosis resulting in a significant obstruction, so the physician performed angioplasty and stent placement in this area resulting in a 0% residual stenosis. The pt tolerated the procedure well and was transferred to the floor with the integrilin drip. The pt developed a retroperitoneal hemorrhage and was transfused with 2 units of packed red blood cells for a hemoglobin level of 7.9. CT of the abdomen and pelvis showed a large hematoma measuring 15x7x27 cm. He was discharged to home 3 days post-procedure in stable condition with a hemoglobin level of 9.4 and directed to have labs rechecked and lower arterial studies performed 3 days later. In a discussion with the physician, he ascertained that the retroperitoneal bleed was not related to the performance of the diamondback oad.